Event description:
It was reported that during a trial of ech60r during the firing of the stapler the tissue move from proximal to distal side of the jaw. The firing was incomplete, all the staple line reinforcement was placed at the end of the jaw. The tissue was not stapled and bleeding a lot. Used another blue reload without staple line reinforcement, and re-sutured all the sleeve, using a barbed suture. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: please provide the device product code, with which the reinforcement was used. They used the echelon 60 psee60a. The echelon worked perfect, because they used the echelon more times after the problem and the echelon cut and stapled very good. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes of course. Did you see the video that I attached? The tissue moved from proximal to distal inside the jaw, the device cut but not staple. How was the bleeding controlled? They had to used another reload (without reinforcement) and they had to resuture with barbed suture all the staple line how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Is the current patient status known? Yes the patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. Video summary: this is an analysis of a video submitted to for evaluation. During the visual analysis, the following was observed: the video shows the anvil's device closed with a reload and a buttressing loaded. At mark 00:14 it was observed the knife advanced and the tissue was moved from the proximal to the distal jaw. At mark 00:29 the anvil opened and it was observed bleeding over the staple line. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.